Event description:
It was reported that there was an elective replacement indicator (eri) on both implantable neurostimulator¿s (ins) the day of the report. The right ins had one reading that was greater than 3600 ohms. The left ins had all readings >3600 ohms. The patient said the device was working fine and felt it, the patient just had to turn it up more to feel it. The ins was reaching end of life (eol). It was unknown where the problem was. The eri was seen on both ins's the day of the report and the impedances showed potential problems. The patient was still thinking about replacing the batteries and would contact the healthcare provider (hcp) when she wanted to schedule it. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37711, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3487a, lot# l39487, implanted: (B)(6) 1996, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3487a, lot# l35415, implanted: (B)(6) 1995, product type: lead. (B)(4).